Manufacturer narrative:
(B)(4). Exemption number, e2014005 (B)(4).

Event description:
The event was reported by a customer from USA: "sapphire pump leak".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "over delivery. Patient involvement: yes. Death/serious injury: no. Human harm: no. Medical intervention: no. During patient use".